Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the infection was not peritonitis. The reported product is no longer considered suspect in this event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient¿s effluent was filled with pus. The cause of the event was unknown. The patient was hospitalized for an unknown indication prior to the event. Treatment and outcome of the event was not reported. On the same day as hospitalization, pd therapy was discontinued. Additional information was requested but is not available. This is report 3 of 4 involved in this event.